Manufacturer narrative:
The lot number, manufacture date and, expiration date were obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, the cause that contributed to the reported perforation cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the app instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app). The physician noted there was a hole in the left cylinder, which is consistent with wear. The app was removed and replaced with an inflatable penile prosthesis. No additional patient complications were reported and the patient is set to fully recover.